Event description:
A crw precision arc system was involved in an incident which was described as follows; the sliding holder on the arc was tightened, but when loosening the screw it is almost impossible to move it again. When the arc is set, the angle on the right and left do not match, creating a discrepancy of 1-2 degrees. The problem occurs recurrently during the procedure when the frame is already on the patients' head. The patient was not anesthetized for this stage of the procedure per our protocol. The procedure was delayed, but usually only for a few minutes until the problem is solved. No injury resulted. This problem has recurred many times over the last months during many procedures.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.